Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The physician performed ablation with a rotablator device and then advanced the 3.0x12mm nc quantum apex balloon to the lesion for predilation. On the first inflation, the balloon was inflated to 12atms and ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.